Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak that could not be resolved. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4). Remains implanted.

Manufacturer narrative:
Based on a follow-up communication received from the physician, the 1 month follow-up cta showed no presence of a type ia endoleak (no re-intervention required).